Event description:
A customer contacted beckman coulter inc. (Bci) and reported that blood tinged fluid was leaking from the probe on coulter ac-t diff hematology analyzer after sample aspiration. The operator was wearing personal protective equipment at the time of the incident. There was no exposure to mucous membranes or open lesions. The facility has an exposure control plan in place. There was no impact to patient results, and no death or serious injury associated with this event.

Manufacturer narrative:
Bci field service engineer (fse) replaced lv8 (the valve that controls the probe wash drain to the vacuum isolator chamber) and the blue diluent filters. There were no more leaks, and the issue was resolved with this service. The root cause for this event is inadequate vacuum to probe wipe drain.